Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2020. If explanted, give date: not applicable, as lens remains implanted. Device evaluation: product evaluation was not preformed because per the initial report the lens is still implanted in the patient's eye. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had symfony toric intraocular lens (iol) implanted in her left eye (os) but is unhappy with her vision because she is blurry at all distances. Nevertheless, the doctor is not explanting the iol. It was learned that visual acuity near: j5 blurry, intermediate os 20/50. Distance os. 20/-30. No other information was provided.